Manufacturer narrative:
Additional information has been provided in d1 and d4. Corrected information has been provided in d1. Asae / major bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
Clinician narrative: an impella cp was inserted via the left femoral artery in a 59-year-old male who presented with acute decompensated chronic heart failure and known coronary artery disease. The patient was receiving inotropes and vasopressors for hemodynamic support and was intubated on mechanical ventilation for respiratory support, consistent with scai stage d cardiogenic shock. The purge solution consisted of d5w with 25 meq of sodium bicarbonate. During support, the patient experienced bleeding at the femoral access site. The provider and bedside nurse reassessed the site, tightened the perclose sutures, and applied a sandbag to mitigate bleeding. Despite these measures, the patient developed a major access site bleed requiring surgical intervention. The device was managed per standard protocol throughout the event. Following surgical intervention, the patient stabilized. Based on the available information, major bleeding at a large-bore femoral arterial access site is a recognized risk associated with mechanical circulatory support in the setting of cardiogenic shock, vasoactive therapy, anticoagulation, and underlying coronary artery disease. The patient survived and was escalated to the impella 5.5, but the groin site had no further issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.